Event description:
As reported, the 7f exoseal vascular closure device (vcd) was used for blocking and hemostasis postoperatively. The indicator window did not change color. The operator attempted to change the angle several times, but the indicator window did not change color. Finally, the device was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. This occurred during an aneurysm surgery. The operator had many years of experience using the 7f exoseal (vcd). The procedure was performed by retrograde puncture from the right femoral artery using a short non-cords sheath. When the device was slowly retracted at an angle of approximately 50 degrees, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. The device is being returned. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the 7f exoseal vascular closure device (vcd) was used for blocking and hemostasis postoperatively. The indicator window did not change color. The operator attempted to change the angle several times, but the indicator window did not change color. Finally, the device was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. This occurred during an aneurysm surgery. The operator had many years of experience using the 7f exoseal (vcd). The procedure was performed by retrograde puncture from the right femoral artery using a short non-cords sheath. When the device was slowly retracted at an angle of approximately 50 degrees, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. The device is being returned. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile unit of product ¿vascular closure device 7f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: a kinked condition was found located approximately 4, 5, and 6 cm from the distal tip; the plunger disc is 4 mm outside of the distal tip; the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; device is blood saturated. No other outstanding details were noticed. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, measurements were taken near to the kink. Results were compared. Dimensional analysis results were found within specification. The functional analysis was not performed due to the device being returned fully deployed with kinked condition, and it cannot be set back to the manufacturing position to perform the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed. There was a kink of the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. However, as the device was received with a kink of the shaft, it is likely that any issues experienced when attempting to use the device may be related to the kink in the shaft. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the department performed an aneurysm surgery on a patient. Postoperatively, the 7f exoseal vascular closure device (vcd) was used for blocking and hemostasis. When the device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm, but the blocker indicator window did not change color, and then continued to be slowly retracted. The operator attempted to change the angle several times, but the indicator window did not change color. Finally, the blocker was withdrawn, and manual compression was applied instead. There was no reported injury to the patient. The operator had many years of experience using the 7f exoseal (vcd). The procedure was performed by retrograde puncture from the right femoral artery using a short non-cords sheath. The device is being returned.